Event description:
On 21-jan-2026, it was reported by a distributor via email that an ar-1588btb-ib tightrope ii btb implant was used during surgery and broke intraoperatively. A second implant was then used, but it also broke, requiring a third implant to complete the procedure. This issue occurred during an acl procedure performed on (B)(6) 2026. Additional information was received on 26-jan-2026: all fragments were retrieved from the patient, and the procedure was completed using an ar-1588btb-ib tightrope ii btb implant. The case experienced a delay due to the additional time required, but no extra anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.